Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor is hanging up and not turning. He states she almost went off her ramp because of it.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, other/defective. Move the power cord during bench test and it will cause the motor to cut out without giving a joystick fault. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the motor slowing down and possibly stopping due to an intermittent connection in the cable motor leads. Complaint was confirmed. The underlying cause is intermittent connection in the cable motor leads. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, other/defective. Move the power cord during bench test and it will cause the motor to cut out without giving a joystick fault. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the motor slowing down and possibly stopping due to an intermittent connection in the cable motor leads. Right motor is hanging up and not turning. He states she almost went off her ramp because of it.